Event description:
It was reported that, "due to persistent instability and pain. Surgeon removed the implant listed above and replaced it with the (B)(4).

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.